Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 90% stenosed, proximal circumflex artery a 1.2 mm rx trek balloon dilatation catheter (bdc) was used then a 2.25 x 8 mm nc trek bdc was advanced to the lesion. During the second inflation, the balloon ruptured at 18 atmosphere (atm). A different nc trek was used and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.